Event description:
Hosp reported at the beginning of a procedure, 120 mls of contrast extravasated into the pt's right antecubital. Pt had a fasciotomy and was cut in three places to allow drainage. Pt is doing well, but will have scarring.

Manufacturer narrative:
Medrad service rep checked injector with no problems found with the unit. Add'l in-service training was conducted on use of the injector and minimization of extravasation.